Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: model: d334trg, bi-v ICD; implant: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead was exhibiting high impedance levels on the svc coil. A potential fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.